Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl while wearing the pod between 37 and 48 hours. The patient reported that the cannula did insert into the infusion site (leg), but when removed, the cannula was not visible, indicating it retracted back into the pod during wear. The patient began to have trouble breathing and was taken to the hospital. While there, the patient was diagnosed with diabetic ketoacidosis and was treated with 9 units of insulin and was kept overnight and was kept on intravenous fluids. The patient was released the following day.